Event description:
Pump received at the service facility with a note that stated "pump broken, rate not working, read 8.8 but running at 88 cc/hr." No additional information has been obtained. No pt injruy was reported.